Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a retention meter and high level control. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been update.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for one (1) patient tested with coaguchek inrange meter serial number unspecified compared to an unknown laboratory method. The result from the meter was 7.4 inr. The result from the laboratory within 4 hours was 5.1 inr. The patient¿s target inr is 3.3 inr.